Event description:
It was reported that the patient's blood glucose level reached 345 mg/dl. The pod was worn between 4 and 24 hours on the arm. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The device was received fully deployed. Initial inspection of the device found corrosion on the pcb. A substance was visible on internal components through the top housing. A power supply was used to download the data from the device, because the battery voltage were too low for the device to download on its own. The download data showed no timeouts, drive stalls or alarms that might indicate that the device struggled to deliver insulin. Upon removing the top housing, a liquid was found on the underside of the top housing. This liquid is what was visible from the top housing during initial inspection. During investigation of the fluid path, the soft cannula was manually occluded and no internal tears or leaks were found that could have caused the internal corrosion. Upon inspection of the reservoir, fluid was seen leaking past the o-ring, indicating that the o-ring was not sealed properly and therefore the device was not delivering insulin as intended. No other damages or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.